Event description:
The pt was scheduled for a cardiac catheterization procedure. During the procedure, an air bubble was allegedly injected into the pt's left coronary artery. The pt went into cardiac arrest. Resuscitation efforts were initiated (CPR and adrenaline injection) which resulted in the pt's recovery.

Manufacturer narrative:
We have requested specific info regarding the alleged incident that includes the following: how much air was observed, the serial number of the avanta injector that was in-use, if the disposables were retained for testing purposes, if they would like the injector checked by service, if they would like additional training on the system, and information regarding the pt's age, sex, weight, prior medical history, and reason for the procedure. At this time, we do not know the status of the disposables that were in use during the procedure in question; however, lot numbers of the disposables were provided. Medrad quality assurance visually inspected and functionally tested retained samples of the single-patient disposable set (spat), multi-patient disposable set (mpat), and syringe lot numbers. No issues were observed and all product functioned according to specification. Once we receive the information outlined above and/or the investigation is complete, a follow-up report will be submitted.